Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time, which was below the device's middle of life battery status.